Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that the delivery device was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loader. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, it appeared that the seal did not load properly. The reported complaint "seal did not curl properly for loading" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not curl properly for loading. A replacement was used to complete the procedure. There were no pt effects. The product was returned.